Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a dislodged articular surface screw.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Circumstances leading to the articular surface screw backing out and becoming loose in the joint are unknown. A definitive root cause cannot be determined with the information provided.